Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during the catheter placement, the external lumen was allegedly torn near the hub. The catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Gross, microscopic visual, functional and tactile evaluations were performed. The investigation is confirmed for the reported lumen fracture and the identified ballooning issue as a partial circumferential break on the outer catheter was noted approximately 4mm from the distal end of the luer was also noted in the provided photo. Furthermore, ballooning of the inner catheter was noted at the partial break site and appears to be abnormally elastic. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately eight years five months post catheter placement, the external lumen was allegedly torn near the hub. The catheter was removed and replaced. There was no reported patient injury.